Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, damage to bone/tissue, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6), 2011. A review of the invoice history confirmed the surgery dates and indicates the modular head, taper adapter and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s medical records revealed revision procedure was performed on (B)(6) 2011. The patient¿s operative report noted scar tissue, loose acetabular liner, lateral osteophyte, and heterotopic ossification. Further information in patient¿s medical records revealed a second revision procedure performed on (B)(6) 2011 due to dislocations. The patient¿s operative report further noted fibrosis, scar tissue, metallosis within soft tissues, and wear of the femoral head at time of revision.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-06660 / 06661 and 08598 and 08600).